Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that when filling the cassette with 5fu, they were at the point of removing air bubbles from the bag when the particulate was noticed. A closed system drug transfer device (cstd) was used to fill the cassette. The pump was not used to prime the extension tubing. It was not attached yet, as particulate was found once partially filled the cassette. Line was not attached or primed yet when particulate was found. It was found during filling. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H3: the device was received for evaluation. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint. Visual and functional tests were performed, and the customer's complaint of a particle was seen inside of the bag when the cassette was flipped. The white particulate matter was filtered out from the fluid within the cassette. Based on the ftir (fourier transform infrared spectroscopy) results, the results were inconclusive in attributing it to a specific compound. The preventative maintenance showed a 65.9% match with 5-fu, the drug used in the cassette. The presence of silicone contamination was also present, and this is due to the silicone oil present on the syringe plunger. The probable cause of the issue was unknown, and no further action was taken.